Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
Prior to using on the patient, on (B)(6) 2017, during an unknown procedure, holes in the sterile packaging was found. There were no adverse patient consequences reported.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The actual product was received for evaluation. During the visual inspection a hole was noted in the middle of the tyvek lid. The graphics and information are clear and legible and have not been affected by the hole.